Event description:
It was reported that vertical lines appeared on pump display and customer could not clearly read pump screen, which affected ability to interact with pump. There was no reported impact to the customer¿s blood glucose level because the caller declined to answer related questions. Customer planned to use multiple daily injections as backup therapy.